Event description:
Reporter indicated that vns pt was no longer able to feel stimulation and that x-rays revealed that the lead connector pin did not appear to be fully inserted into the generator header. The pt has reportedly experienced good seizure control with the vns therapy, but had recently experienced an increase in seizures. Further follow-up revealed that revision surgery was performed during which the lead pins were disconnected from the generator and then reconnected. The pt was able to perceive stimulation after the revision surgery.